Manufacturer narrative:
(B)(4). MFR reports: 0001825034-2017-07210, 0001825034-2017-07211, 0001825034-2017-07212, 0001825034-2017-07213. (B)(4). Concommitant medical products - 423924 ultra-drive 9.5 mm helical tip, lot 764230. 423924 ultra-drive 9.5 mm helical tip, lot 764230. 423838 ultra drive 120 mm tip extender, lot 427370. 423838 ultra drive 120 mm tip, lot 367150. 423872 ultra-drive 9.5 mm disk drill, lot 055650. 423936 ultra-drive iii handpiece, lot 42695. 423936 ultra-drive iii handpiece, lot 42698. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the ultra-drive did not perform as intended. Subsequently, the disposable instruments fractured while attempting to remove the cement plug. A femoral osteotomy was ultimately performed to remove the cement plug. Surgery was delayed 31-60 minutes. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned helical tips are in decent overall condition with minor wear to the tip and notch used to secure the bit to the main unit or extender. A portion of the helical tip has fractured from one of the bits. The fractured portion of the tip was not returned. The other helical tip is fractured through the mating threads. The fractured portion of the threads was returned. Both the products were sent to sem for fracture analysis. Sem analysis of the helix drill sample showed that it fractured due to fatigue. Fatigue mode of fracture identified throughout the fracture surface. It is suspected that multiple cracks were initiated near the surface, with evidence of ratchet marks. The other helical tip was sent for sem for fracture analysis. The analysis identified that it fractured due to fatigue. Fatigue mode of fracture identified throughout the fracture surface. It is suspected that multiple cracks were initiated near the surface, with evidence of ratchet marks. Sheared ductile overload dimples were identified which indicated the crack exit area. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.